Event description:
Curlin pain smart 1000 with a 50 ml syringe constantly alarmed air when no air was present. Tubing was re-primed, syringe twisted twice, and pump reprogrammed but it still alarmed air when the patient pushed the patient bolus button. Exchanged a different pump that worked for the remaining 3 hours even with the exact same tubing and 50 ml syringe. Pca 50 ml syringes do not work well in curlin pain smart 1000 pumps.